Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 02/24/2019, that on (B)(6) 2018, a loss of connection was reported. Date of issue is an approximation. The patient stated they had signal loss for several hours and was not receiving readings or alerts. While going down the stairs they became dizzy and fell. The patient¿s grandmother went to check on him and when she looked at the receiver, it had signal loss. He performed a finger stick and the meter was displaying low. The patient became extremely dizzy, so an ambulance was called, and the patient was transported to the hospital. While in the hospital, they performed a finger stick and the meter was displaying 18 mg/dl. They administered the patient with fluids and dextrose via intravenous (IV) therapy. The patient was examined for any injuries due to the fall and found minor bruising and the patient was given dilaudid for pain. The patient was released from the hospital when his blood glucose was stable. At the time of contact, the patient as doing good. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.